Manufacturer narrative:
The root cause was determined to be due to the failure of the iop transducer on the pcb. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
The device history record has been reviewed and there are no anomalies. The iop transducer in the compressor module is defective. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported numerous compressor module errors during a combined procedure. The customer rebooted the system, changed all the tubing and still had the compressor module error. The machine was set up and primed as normal "had" the start of the procedure. During the segment phase the surgeon reported softening of the eye and then the compressor module error message presented. The surgeon finished the phaco with a simcoe. There was no reported impact to the patient but the surgeon did not proceed with vitrectomy. Additional information received on november 15, 2018: the patient has experienced a refractive surprise with the lens implantation, not related to the machine failure. The cause of the refractive surprise is unknown. Additional treatment has not been scheduled at this time.